Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zmc for evaluation. Device evaluation of belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality of the electrode belt. Device evaluation of monitor sn (B)(4) is still underway. There is no indication of a product malfunction. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017. It was reported that the patient had been in a skilled nursing facility and was then transported to the hospital at some point leading up to the patient's death. Multiple attempts to gain further details surrounding the events leading up to the patient's death were unsuccessful. Review of the downloaded device data indicates that the lifevest attempted to deliver two treatment shocks on (B)(6) 2017. Per review of flag and ECG data indicates that the device, the device entered a treatment sequence at 06:39:58 pm on (B)(6) 2017. The ECG recording showed CPR artifact and pacing at 50 bpm. Review of long term ECG data indicates that the patient had been in sinus tachycardia at 110 bpm before transitioning into the paced rhythm at 50-60 bpm. The patient received two inappropriate defibrillation shocks at 06:40:41 and 06:41:03 pm. The ECG recordings showed CPR artifact with the underlying paced rhythm. CPR artifact contributed to the false detection. The treatment shocks delivered were 8j and had an impedance reading of 0 ohms. Investigation into similar events indicate that the low energy shocks and zero ohm impedance were likely due to the pulses being delivered into an open load. The cause of the open load was likely due to the therapy pads on the lifevest not making full contact with the patient at the time of the attempted treatments, which aligns with the evidence of CPR artifact found on the patient's ECG. Following the treatments, the long term ECG recording showed the paced rhythm transition to svt at 190 bpm before the ECG recordings were obscured by motion artifact at around 06:48:01pm. The device was shutdown at 07:42:28 pm. While monitoring the patient, no vt or vf was observed.